Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the meter stopped powering on one morning about a month prior to contacting lifescan. The patient manages his diabetes with oral medication, diet and/or exercise. The reporter denied that the patient made any changes to his usual diabetes management routine following the start of the alleged issue. She stated that around lunchtime on an unknown date after the meter stopped powering on, the patient developed ¿shakiness¿. The reporter denied that the patient received any treatment above and beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided there had been no trauma to, or misuse of the meter. The reporter confirmed that the correct test strips were being used but the meter would not turn on when a new test strips was inserted per owner¿s manual. The reporter refused to check whether the correct battery had been inserted into the meter or to try to attempt to resolve the issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. Shakiness, after the meter stopped powering on.